Event description:
It was reported that the device was accidentally tipped over, causing damage to the exterior. Per sample evaluation results received via task on 05sep2025, it was reported that the card cage was knocked back bending and cracking the retaining tabs. The upper bracket was found bent. Flow meter replacement requested by customer. Control panel speaker on the control panel bracket replacement requested by customer. Mixing pump fitting damage. Per sample evaluation results received via task on 04nov2025, it was reported that the corrosion found around chiller condenser.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. An investigation was not completed for this event, due to it being a cascading event. If additional information is received, a supplemental MDR will be submitted. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was accidentally tipped over, causing damage to the exterior. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the card cage was knocked back bending and cracking the retaining tabs. The upper bracket was found bent. Flow meter replacement requested by customer. Control panel speaker on the control panel bracket replacement requested by customer. Mixing pump fitting damage.